Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Additionally, customer received low battery alerts/alarms due to user error as the pump had shutdown due to failure to charge the pump. The customer experienced an elevated blood glucose (bg) level; value not provided and small level of diabetic ketoacidosis. An insulin pen was administered to address bg. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.